Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back from the lifevest. The patient followed up with his physician, and the physician confirmed that the patient has an allergy to nickel. The patient was prescribed benadryl. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient is using the benadryl as prescribed and the irritation is improving.